Event description:
Complainant alleged that the device had lines on the display. The device was turned off and was then unable to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.